Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the unspecified xience skypoint stent delivery system (sds) did not deploy. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the anatomy during advancement, resulting in the reported failure to advance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E correction: initial reporter name updated from (B)(6) (non-healthcare professional) to: dr.(B)(6) (physician). G2 correction: report source updated from other to: health professional. H6 medical device problem code 3270 was removed, 2524 was added.

Event description:
Subsequently, after the initial report was filed it was reported that the 3.25x18mm xience skypoint stent delivery system failed to cross due to anatomy and was not deployed. No additional information was provided.